Manufacturer narrative:
Added device availability and usage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/19/2019. The manufacturer's fse inspected the device and verified the reported issue. The manufacturer's fse replaced the power switch overlay. The device successfully passed functional testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported the v60 ventilator generated an "alarm light emitting diode (led) failure" alert. The manufacturer's field service engineer (fse) confirmed that the ventilator was not in use on patient during the time the event occurred.